Manufacturer narrative:
The insulin pump had failed selftest alarm/reset and no remote frequency communication to the meter due to faulty connector. Device was received with cracked display window corner and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump kept resetting itself, the meter was not registering into the insulin pump and it alarmed failed selftest. Blood glucose was 6.8 mmol/l. The failed selftest alarm was confirmed in the history. Mother stated that the issues have been occurring for 3 or 4 days. It was stated that the alarm did not occur during rewind/prime and a temporary basal was not programmed before the alarm occurred. It was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. The insulin pump was replaced and returned for analysis.